Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
This was reported as a venotomy closure of the right common femoral vein using the pre-close technique via a 7f sheath hole prior to an atrial fibrillation (af) ablation procedure. Reportedly, the suture, with the formed knot, was still wrapped around prostyle and came out of the patient anatomy when the device was removed. Manual compression was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy.